Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation that shows a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency. The patient¿s cause of death is documented as cardiac arrest with tobacco use as a probable contributing factor. The patient has multiple comorbid conditions that increase¿s their mortality rate including diabetes and liver disease. Dialysis patients are at an increasingly high risk for death with sudden cardiac death being the single largest specific cause of death. Based on the available information, the liberty select cycler can be excluded as the cause of the patient cardiac arrest and death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient passed away during treatment on their cycler. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn) and through receipt of the patient¿s death certificate. The patient was in treatment on (B)(6) 2019 (unknown phase) when they expired. The patient was pronounced at the home and no resuscitative efforts were performed. It is unknown if there were any alarms or messages received from the liberty select cycler during the treatment. No issues were reported. The cause of death was documented as cardiac arrest and the manner of death was natural. The patient¿s death certificate also stated that tobacco use probably contributed to the death. The patient has multiple comorbidities including morbid obesity, type ii diabetes mellitus and toxic liver disease with hyperlipidemia. No additional information was provided.